Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that screen of cardiosave intra-aortic balloon pump (iabp) blanks out.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the top lcd display, lcd display assembly and the upper display monitor video power cable. The unit passed all functional and safety testing. The iabp was returned to the customer. The failure analysis and testing dept. Received the top lcd display, lcd display assembly and the upper display monitor video power cable with a reported failure of the screen blanking out and the upper display cable being crimped. Confirmed reported issue on this part. The fat performed a visual inspection and found upper display monitor video power cable to have a tiny crimp. No picture provided as it is difficult to see. The rest were in good condition. The fat installed top lcd display and lcd display assembly individually in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failures confirmed. For upper display monitor video power cable the most probable root cause for the malfunction is excessive stress or fatigue.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: b5, b6, b7, d10, e1 (initial reporter, site email), e3, h6(clinical code, impact codes).

Event description:
It was reported that before use, screen of cardiosave intra-aortic balloon pump (iabp) blanks out. No patient involved.